Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the capsule detached earlier. Functional testing found the ph reading dropped below 1 and after awhile, climbed up and went out of normal range. It is concluded that capsule detached prematurely. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule fell into the patient's stomach and was not retrieved. The deployment device was inserted with capsule facing the tongue and the entire device including the handle was maintained in the horizontal plane. Lubrication was used to facilitate placement of the capsule and was carefully applied to avoid covering the suction chamber. A second capsule was used to resolve the issue.